Event description:
During an in-clinic follow-up, increased capture thresholds were observed on the left ventricular (lv) lead. X- ray imaging was performed and the lv lead was found to be dislodged. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.